Event description:
It was reported via repair work order that the siderail will not latch due to the locking spindle block being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.